Manufacturer narrative:
A non-sterile unit of powerflexpro 8mm4cm 80 was received inside of a plastic bag. Powerflexpro was received stuck inside of an unknown sheath introducer and several damages (accordion/stretched conditions) were observed on the body of unknown sheath introducer. A kink condition was observed on powerflexpro at 28.5 cm from proximal section. Balloon was observed partially outside (2 cm) from unknown sheath introducer and partially inflated; unknown solution was observed inside from balloon. Dimensional analysis was not performed to proximal balloon seal due to powerflexpro could not be removed of unknown sheath introducer. Device was inspected under vision system and damages (accordion, stretched and kink conditions) observed on visual analysis were confirmed. A review of the manufacturing documentation associated with this lot # 17398065 was performed and the following was found: review of lot # 17398065 revealed no anomalies during the manufacturing and inspection processes. The product evaluation and testing has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during an angioplasty to the common iliac, the surgeon was unable to successfully remove an 8 mm x 40 mm powerflex pro dilatation catheter after use in a patient. Utilizing a 260 cm aquatrack wire (angled regular) and a 5f 45 cm non-cordis sheath, the surgeon was able to successfully navigate an 8mm x 40 mm powerflex pro to a focal low grade stenosis in the patient¿s proximal common iliac artery. He performed two inflations, both slightly above nominal pressure and each for approximately 20 seconds with a cook medical inflation device. The balloon was prepped in accordance with the IFU, and there were no acute bends, or difficulty advancing the balloon through the sheath or to the target lesion during the delivery. However, after deflating the balloon, the surgeon found the force needed to withdraw the balloon through the sheath to be particularly high. He opted to advance the balloon and inflate and pull negative pressure several times in attempts to rewrap the balloon before attempting to remove the balloon again. However, once the balloon abutted the sheath, the surgeon again met with significant resistance. He determined the safest option for the patient was to remove the sheath and balloon as a unit. The balloon was removed intact. There was no patient injury. The customer was able to save the powerflex pro dilatation catheter and the sheath and will submit them for analysis. The vessel was approximately 8 mm in diameter in the proximal segment / low grade, focal stenosis ((B)(4)). The lesion was not noticeably calcified and no vessel tortuosity. There was no difficulty removing the product from the packaging. The device was prepped per IFU. The balloon deflated normally. It is unknown if the balloon re-wrapped properly. A non-sterile unit of powerflex pro 8mm4cm 80 was received inside of a plastic bag. Powerflex pro was received stuck inside of an unknown sheath introducer and several damages (accordion/stretched conditions) were observed on the body of unknown sheath introducer. A kink condition was observed on powerflex pro at 28.5 cm from proximal section. Balloon was observed partially outside (2 cm) from unknown sheath introducer and partially inflated; unknown solution was observed inside from balloon. Dimensional analysis was not performed to proximal balloon seal due to powerflex pro could not be removed of unknown sheath introducer. Device was inspected under vision system and damages (accordion, stretched and kink conditions) observed on visual analysis were confirmed. The unknown sheath introducer was flushed several times and the balloon was properly deflated without difficulty. Then the balloon device was withdrawn from the unknown sheath with force, during the pta retrieval process the powerflex catheter body was elongated; however, blood saturation was observed on balloon and it was concluded that the damages observed on unknown sheath introducer and blood residuals saturation were the cause of withdrawal difficulty experienced. Review of lot # 17398065 revealed no anomalies during the manufacturing and inspection processes. The reported ¿pta system/ withdrawal difficulty¿ was confirmed due to the condition of the received product. However, the balloon device was withdrawn from the unknown sheath with force and during the pta retrieval process the catheter body was elongated. Blood saturation was observed on the balloon and it was concluded that the damages observed on unknown sheath introducer and blood residuals saturation were the cause of the difficulty experienced by the customer. Neither the DHR nor the analysis suggest a design or manufacturing related cause for the reported event; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Concomitant products: 260 cm aquatrack wire (angled regular) and a 5f 45 cm cook medical ¿ansel¿ sheath. (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During an angioplasty to the common iliac, the surgeon was unable to successfully remove an 8 mm x 40 mm powerflex pro dilatation catheter after use in a patient. Utilizing a 260 cm aquatrack wire (angled regular) and a 5f 45 cm cook medical ¿ansel¿ sheath, the surgeon was able to successfully navigate an 8mm x 40 mm powerflex pro to a focal low grade stenosis in the patient¿s proximal common iliac artery. He performed two inflations, both slightly above nominal pressure and each for approximately 20 seconds with a cook medical inflation device. The balloon was prepped in accordance with the IFU, and there were no acute bends, or difficulty advancing the balloon through the sheath or to the target lesion during the delivery. However, after deflating the balloon, the surgeon found the force needed to withdraw the balloon through the sheath to be particularly high. He opted to advance the balloon and inflate and pull negative pressure several times in attempts to rewrap the balloon before attempting to remove the balloon again. However, once the balloon abutted the sheath, the surgeon again met with significant resistance. He determined the safest option for the patient was to remove the sheath and balloon as a unit. The balloon was removed intact. There was no patient injury. The customer was able to save the powerflex pro dilatation catheter and the sheath and will submit them for analysis. The vessel was approximately 8 mm in diameter in the proximal segment / low grade, focal stenosis (20%). The lesion was not noticeably calcified and no vessel tortuosity. There was no difficulty removing the product from the packaging. The device was prepped per IFU. The balloon deflated normally. It is unknown if the balloon re-wrapped properly.